Event description:
The event involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port where the customer reported that the line came loose from the transducer during infusion. There was unknown patient involvement and harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.